Event description:
It was reported that during the implant procedure, when the outer packing was opened , it was observed the inner packing was not sealed, the device was contaminated. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead was not returned in the original packaging, therefore packaging and contamination are not returned. If information is provided in the future, a supplemental report will be issued.